Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. The customer¿s blood glucose value was 50 mg/dl. Other blood glucose values mentioned such as 39 mg/dl, 105 mg/dl. The customer treated for low blood glucose by delivering rapid sugars via two fruit juices. Customer experienced dizziness at the time of incident. The customer reported that auto test was passed successfully. Insulin pump was on auto mode at the time of time of incident. The insulin pump will not be returned for analysis.